Event description:
It was reported that this insertable cardiac monitor (icm) was explanted due to infection. Reportedly, the device will be re-implanted after the site heals. No additional adverse patient effects were reported. The complaint device was not returned to boston scientific, product analysis could not be performed.